Manufacturer narrative:
Review of results files for (B)(6) in batch 48386 shows negative reactions for all 3 cells of crrs(3), lot r722. A service call was made and instrument was tested and found to be operating within specifications.

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-screen on the galileo echo instrument. The patient has a history of anti-e, anti-fya and anti-s.